Event description:
It was reported that the pump is not detecting the syringe. During the detection process, all sensors failed except for the ear clip sensor. The specific error message observed was: ¿check the syringe position.¿ this event occurred when loading the syringe. There was no patient involvement or harm.

Manufacturer narrative:
H4 - device MFR date is unknown. No information is available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.